Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, corrections to the following fields due to inadvertent errors in the initial report: g3, the aware date should be 15-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The detection method associated with the event is included in the gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventative measures are included in the gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that there was foreign material on air/water tube, cylinder, and jet tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found a whitish foreign material inside the air/water-cylinder and residual whitish foreign material was found inside the jet-tube and the air/water-tube. The reported fault was likely a result of insufficient reprocessing. Should additional relevant information become available, a supplemental report will be submitted.